Event description:
Us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as an infected sore with draining pus. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an antibiotic cream for the skin irritation. Patient reported that the irritation is getting better.

Manufacturer narrative:
Not applicable.